Event description:
It was reported by service report that the beds was stuck high height and loss of functionality on both siderails. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail cable.